Manufacturer narrative:
The customer reported that she was experiencing low suction with her pump in style breast pump and that she had mastitis. In a follow up with a medela clinician on (B)(6) 2014, the customer reported that she had taken antibiotics prescribed by her physician and the mastitis has cleared. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that she was experiencing low suction with her pump in style and that she had mastitis. In follow up with a medela clinician the customer reported that she had taken antibiotics prescribed by her physician and the mastitis has cleared.